Manufacturer narrative:
Block b3: the exact event onset date is unknown. The event date of january 1, 2022, was chosen as best estimate based on the first day of the previous year from the study start date of january 2022. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: nikhil sonthalia; radhika chavan; pankaj singh; jimmy narayan; sukrit sud; chirag n. Shah; shankar zanwar; awanish tewari; sanjay rajput; vikas singla; akash roy; shanky koul; akash goel; uday c. Ghoshal; mahesh kumar goenka. "Endoscopic ultrasound-guided gastrojejunostomy as a primary treatment modality for malignant gastric outlet obstruction: a large multicenter experience" journal of gastroenterology and hepatology, 2025; 40:1515-1524; https://doi.org/10.1111/jgh.16959. Block h6: imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf patient code e2015 captures the reportable event of tissue damage. Imdrf impact code f2301 captures the reportable event of an additional device required.

Event description:
Boston scientific corporation became aware of events involving axios stent and electrocautery enhanced delivery systems through the article titled, "endoscopic ultrasound-guided gastrojejunostomy as a primary treatment modality for malignant gastric outlet obstruction: a large multicenter experience", by nikhil sonthalia et al. Per the article, between january 2022 to august 2024, 71 patients suffering from malignant distal bile duct obstruction underwent eus-guided gastrojejunostomy (eus-gj) using axios as lumen-apposing metal stents. Six patients experienced maldeployment of the device. Bleeding and esophageal tears were caused by the deployment issues. The article indicates the stent tamponade effect was sufficient to address the bleeding and hemoclips were used to address the esophageal tears. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum. Please see the referenced article for full details.